Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Implant date: not applicable the device was inserted and removed. Explant: not applicable the device was inserted and removed. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report received the intraocular lens (iol) did not unfold after implant. Lens inserted and removed in the same procedure; the incision was enlarged, sutures were needed, and the procedure was delayed. Patient has fully recovered.

Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned revealing that there was a scratch on the surface of the lens. No issues that could cause or contribute to the complaint issue were observed. The complaint issue "unfolding issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.